Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that patient faced infusion set cannula bent events on 08-apr-2024. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02075 - device 8 of 10.